Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that there was no power to the remote monitor. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful, and a different jack was tried but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.